Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that pump battery depleted too fast and pump shut down, which reset insulin on board and maximum hourly bolus settings before customer resumed insulin delivery. Customer¿s blood glucose level was reported as above 500 mg/dL or ¿High,¿ with specific value unknown. Customer addressed high blood glucose with a correction dose using pump, did not require help from others, received education from Technical Support about effects of pump shutdown, and was asked to upload pump data, but event logs were not available and follow-up attempts from Technical Support were unsuccessful.